Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that an 0x5c alarm had been generated, indicating that the pod did not reach two confirmed opens before the end of first prime. The data showed that a complete drive stall occurred with both sma wires timing out. Rerun of the pod replicated the alarm and drive stall. It was observed that the hook talons were unable to actuate during the rerun. On manual rotation of the ratchet gear, drive resistance was noted that prevented the rotation. The ratchet gear was removed and pliers were used to rotate the tube nut off the leadscrew. Inspection of the leadscrew found brass shavings. These brass shavings resulted in the increased drive resistance that caused the drive stall and the subsequent 0x5c alarm. This prevented the pod from completing activation and delivering insulin.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. No treatment was provided.